Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The stepfather reported via phone call that they experienced high blood glucose and had ketones. The stepfather also reported that they received no delivery alarms. The customer's blood glucose was 359 mg/dl at the time of call. The stepfather stated that they treated their high blood glucose with insulin pen. The stepfather stated that the high blood glucose stated with 200 mg/dl to around 300 mg/dl and reached around 400 mg/dl. The stepfather declined to troubleshoot for air bubbles, leaks and insulin issues. The stepfather stated that the time and date was correct. The insulin pump will not be returned for analysis.